Manufacturer narrative:
Section a2, a4, a5, patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a trailing haptic that stuck to the inserter. The event occurred when the doctor attempted to deploy the lens into the eye/capsule. The iol was removed from the right eye in pieces. There were no other complications such as a capsule tear, incision enlargement or sutures. The customer indicated that the cartridge and part of the lens are available for return. The iol was replaced with another jnj lens model dib00 22.0 diopter. The replacement lens was inserted without difficulty. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: (B)(6) 2024. Section h3: evaluated by manufacturer: yes . Device evaluation: the complaint device was received. The device was inspected under magnification. The complaint device was received with the plunger rod fully advanced. The plunger rod tip was damaged and a haptic was stuck in the cartridge tip and overridden by the plunger rod. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no resistance was felt. The lens was removed from the tape. One half was received and the haptic was cut. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.